Event description:
This is a duplicate to earlier MDR 1937649-2000-012. It was overloaded for filing until this time. A customer reported a specific planning scenario where an unedited port icon is displayed in the graphics area of the co's focus rtp system but the isodoses and time/mu values reported by the system reflect edits the user made to the port. No pts were treated improperly as a result of this problem.